Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue also advised that the iabp was stored unplugged long term. To resolve the issue, the stm replaced the batteries and completed the pm. All functional and safety tests were performed to factory specifications and the iabp was returned to customer and cleared for clinical service. (B)(6).

Event description:
During a preventative maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event was reported.